Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune impaction handle broke during component impaction. All parts were retrieved and accounted for. No delay to surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: review of the returned photo confirmed that the attune impaction handle had a broken lever. It should be noted all the pieces were retrieved.  Root cause attributed to product design. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.